Event description:
Ous MDR - this device was difficult to implant, but after 5 attempts, the lead was successfully implanted. The next day, it was found that the lead has dislodged. It was difficult to reposition the lead with sss backup mode and the physician decided to disconnect the a-lead and reprogram the pacemaker to vvi mode.